Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the in clinic with pain at the driveline site and a potential driveline infection. On examination, the driveline site was red, tender, and had increased purulent drainage with a slight odor. Wound culture grew few (B)(6). A CT scan of the abdomen/pelvis showed stranding and soft tissue density around distal aspect of the driveline suspicious for inflammation or infection. The patient was afebrile. The patient was started on antibiotics. No further information was provided.